Manufacturer narrative:
No ge healthcare service checkout possible as maude report did not provide contact information for follow-up investigation and no serial number provided. Report source other: maude report mw5090282.

Event description:
Maude database report number mw5090282: "while pt was having MRI testing, versamed ivent alarmed "low battery" for approx 5 mins despite being plugged into a red emergency electrical power outlet. Alarm then changed to "battery depleted", the screen contrast toggled between bright and dim and, unit continued to ventilate pt for approx another 5 mins. The ventilator screen abruptly went black and the ventilator shut down despite being plugged into the emergency wall electrical power socket. Pt was immediately removed from ventilator circuit and manually ventilated with 100% o2. No harm came to pt."